Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. However, there is insufficient information to determine if the foot was capable of protecting the tool from contacting the dura. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. It was also noted that the distal bearing was detached, device markings were illegible and the color band was faded. The user manual contains the following warning ¿the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." In addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tact ile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 105 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. Codes from section. (B)(4).

Event description:
Device returned for repair with the reported malfunction of attachment foot bent. No patient impact reported. Repair escalated to complaint on evaluation due to attachment foot damaged by tool contact. Distal bearing detached was also found. No additional available on follow - up.